Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the stent partially deployed. Vascular access was performed via ipsilateral approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). Plain old balloon angioplasty (poba) was performed with a 5mmx220mm sterling balloon catheter. Stenosis was 20% post dilation. A 6x80x130cm eluvia drug-eluting vascular stent system was selected for use and delivered over a 330cm non-boston scientific guidewire. A strong force was required during deployment and the tip slightly deployed. Further deployment was not performed. The device was removed and the procedure was completed with another of the same device. There were no patient complications.